Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Correction: b5; there was a typographical error in the initial submission. "Upon follow up, the nurse manager (nm) of the facility reported the bleak leak to be external." Has been changed to "upon follow up, the nurse manager (nm) of the facility reported the blood leak to be external."

Event description:
A user facility risk manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow up, the nurse manager (nm) of the facility reported the blood leak to be external. Blood was observed accumulating on top of the device, on the exterior of the dialyzer casing. This reportedly occurred ten minutes into hd treatment. Blood was also observed running down the outside of the lines. After closely inspecting the setup, it was determined that the leak was stemming from a crack on the device. The reported crack was near the leak location, on the venous side. The machine, a fresenius 2008t, did not alarm. The bloodline being used was a medisystems streamline. Blood leak test strips were not used. After the blood leak was identified, the patient¿s blood was returned. Blood loss was reportedly minimal; the nm reported the estimated blood loss (ebl) to be 5 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient successfully completed treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility risk manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow up, the nurse manager (nm) of the facility reported the bleak leak to be external. Blood was observed accumulating on top of the device, on the exterior of the dialyzer casing. This reportedly occurred ten minutes into hd treatment. Blood was also observed running down the outside of the lines. After closely inspecting the setup, it was determined that the leak was stemming from a crack on the device. The reported crack was near the leak location, on the venous side. The machine, a fresenius 2008t, did not alarm. The bloodline being used was a medisystems streamline. Blood leak test strips were not used. After the blood leak was identified, the patient¿s blood was returned. Blood loss was reportedly minimal; the nm reported the estimated blood loss (ebl) to be 5 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient successfully completed treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.